Manufacturer narrative:
A1: lr a2: (B)(6) 1959.

Event description:
On (B)(6) 2002 the patient underwent placement of a greenfield vena cava filter. On (B)(6) 2019 a computed tomography (CT) scan revealed tilting and mesenteric perforation. The right lateral filter strut perforated 4mm contacting the wall of the duodenum. The right anterolateral filter strut perforated 2mm contacting the posterior wall of the duodenum. The anterior filter strut perforated 2mm contacting the posterior wall of the duodenum. No further information is available at this time.

Event description:
On (B)(6) 2002 the patient underwent placement of a greenfield vena cava filter. On (B)(6) 2019 a computed tomography (CT) scan revealed tilting and mesenteric perforation. The right lateral filter strut perforated 4mm contacting the wall of the duodenum. The right anterolateral filter strut perforated 2mm contacting the posterior wall of the duodenum. The anterior filter strut perforated 2mm contacting the posterior wall of the duodenum. No further information is available at this time.